Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted. System check with tandem technical support indicated that the pump performed as intended; however, a white powder substance was seen on the cartridge by the customer and insulin appeared to be dried on the infusion set cannula. The customer indicated that the cartridge and infusion set would be changed.

Manufacturer narrative:
(B)(6) 2015 followup: customer reverted to alternate pump therapy. Blood glucose level was reported to be under control. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.